Event description:
It was reported that a device was used during a lung wedge resection. It was reported by the affiliate that the ez45b instrument cutting is not completed during the procedure. The cutting line is only one third with a good staple line. This was the first time this device was used out of the package. No reloads were used.